Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there were acu watchdog and primary audible alarm post errors in the history. The start-up test as well as flow and occlusion tests were performed. The reported issue was unable to be duplicated. The interconnect flex cable was glued to the main board. The cause of the issue was unable to be determined. The speaker was replaced as a preventative measure. The j9 connection was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure: base task timeout, watchdog failure and a primary audible alarm background. There was no patient involvement.